Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr 3.50 x 48mm stent delivery system (sds) was returned for analysis and the following attributes were examined: stent profile: a visual examination of the stent found mid-stent damage, with stent struts bunched. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of damage. Hypotube profile: a visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. Shaft polymer extrusion profile: a visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device investigation completed on 21june2022. It was reported that tip damaged occurred. A 3.50 x 48mm synergy xd device tip was observed damaged during preparation. The device was not used in the procedure. However, device analysis revealed stent damage.